Event description:
It was reported that the pt did not complain of any pain or discomfort during or after the procedure and was released to home. About 30 mins later a perforation was identified on the CT scan and the pt was contacted to return to the facility. The pt was admitted to the ER and evaluated by the surgical team. After review of the pt's acute abdominal x-rays, the pt was immediately put on IV antibiotics and sent to the ward for observation. The pt was still hospitalized as of the day e-z-em was notified (2008). F/u x-rays revealed the dissipation of the gas. There appeared to be no subsequent signs or symptoms of infection. The pt rec'd 11.5 liters of co2. The balloon was inflated with 30 cc of air. The location of perforation was not noted. Updated info on two days later indicated, the pt was a-febrile and asymptomatic, and the physician was waiting for the co2 to dissipate. The gas was intra-peritoneum, not retro-peritoneum. The physician stated that while he did not know the site of the perforation, it was believed the event was caused by a diverticulum, and did not have anything to do with the administration set tip or balloon.

Manufacturer narrative:
It is the opinion of e-z-em's medical dir that this facility is fully trained and quite skilled at performing ctc and, although insertion technique of the rectal catheter cannot be ruled out as a cause, it is unlikely. Both optical and virtual colonoscopy are associated with a risk of perforation. It is well known that pts with diverticular disease have a much higher risk of perforation than the general population and this, most likely, is the underlying cause. Perforations of this type are less likely to lead to peritonitis than those involving a rectal or colonic tear, however, permanent harm or serious injury is a possible outcome.